Manufacturer narrative:
The device was received by a company representative and is in transit to the manufacturing site for investigation. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis will be completed. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. There have been no other complaints reported in the lot number. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient experienced glare and halos. The iol was exchanged for another lens four weeks following the initial iol implantation.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
In a follow up, the ophthalmologist reported the patient experienced poor near vision. The symptoms have recovered.

Manufacturer narrative:
Product evaluation: the lens was returned positioned incorrectly in a marked out lens case. Solution was on the lens. The optic is cut into two pieces typical of insertion and removal. The optic has additional small split/cracks and light scratches near the cut areas. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a qualified cartridge and a non-qualified viscoelastic. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the patient did not experience glare or halos.